Manufacturer narrative:
A ge rep evaluated the system and reloaded the software and replaced the single board computer. System operates as intended.

Event description:
The customer reported the system is booting slowly. No pt injury was reported.